Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There is no information regarding whether the issue impacted the customer's blood glucose level. Technical support assisted the caller by providing instructions to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and contact support again if the problem reappears.